Event description:
It was reported that the physician attempted to remove the stylet after placement of the catheter. However, the stylet removal was unsuccessful. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of catheter damage and difficult stylet removal was confirmed and the cause appeared to be related to device manufacture. The product returned for evaluation was one 4fr d/l powerpicc sv catheter. The sample was received with an inlaid stylet and appeared free of obvious user residues. The catheter was flattened and exhibited heat damage between the 37cm and 42cm depth markings. Microscopic inspection of the catheter confirmed that a region exhibited damage consistent with compression/heat damage. An attempt to manipulate the stylet revealed that it was immobile due to the catheter tubing compression/heat damage. The catheter compression features were consistent with damage caused by the catheter being caught between components of the package during package sealing. Photographs have been forwarded to the manufacturing site for further evaluation. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the physician attempted to remove the stylet after placement of the catheter. However, the stylet removal was unsuccessful. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refq2267 showed no other similar product complaint(s) from this lot number. .